Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pt reported that they removed the battery, resetting the advance user settings to the default values. The pump displays the combination bolus total, percentage, and duration; and requires the user to manually confirm these values prior to delivery. The pt has continued to use the pump with no reported subsequent events.

Event description:
It was reported that the pt was hospitalized for hypoglycemia and loss of consciousness. The pt reported that the battery was removed from the pump, reverting the advance user settings to the default values. The pt subsequently administered a combination insulin bolus (a percentage of the dosage administered immediately and a percentage administered gradually over a user defined period of time) at the default pump setting. As a result the pt received excess insulin in the initial portion of the bolus.